Event description:
The customer contact reported the patient received more medication than intended. At 2200, the pump was programmed to deliver 1000ml of an unspecified IV solution, at a rate of 40ml/hr, and the delivery was started. No further programming parameters were provided. At 0200, the pump alarmed with an unspecified alarm. At this time, the nurse noted that the IV solution container was empty. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed at an unspecified time later using a replacement device. During testing at the user facility, the device delivered more than expected. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete. This report represents all the information known by the reporter upon query by hospira personnel.